Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Technical support guided the customer through troubleshooting steps including disconnecting tubing, adjusting the t:lock, and delivering boluses to resolve the problem. The customer was advised to replace supplies as necessary and continue insulin therapy.